Event description:
It was reported that there was a console failure on(B)(6) 2025. The device was never on a patient, but during circulation prior to extracorporeal membrane oxygenation (ECMO) initiation the device alarmed ¿set pump speed not reached¿ and auto adjusted to 0 revolution per minute (rpm). The device was removed from service and sent to an engineer to see if the failure could be replicated. The equipment was exchanged, and the circuit functioned appropriately.

Manufacturer narrative:
Section d4: manufacture date (h4) cannot yet be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of the centrimag system stopping unexpectedly with an active ¿m5: set speed not reached¿ alarm was not confirmed. The centrimag motor (serial number (B)(6) was not returned for analysis, and log files were not provided. Available information for this event indicates that the equipment was not in patient use at the time of the event, that the equipment was exchanged and was retired, and that the customer had purchased replacement equipment. The root cause of the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including m5 alarms, as well as appropriate operator response to these events. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.